Manufacturer narrative:
Additional information was received that the patient passed away due to a non-device related stroke. The patient did not undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.